Event description:
It was reported that during a lap cholecystectomy procedure, two devices jammed. There was difficulty in removing the first one, but both were removed without any trauma to the tissue. Not sure how the procedure was completed. There was no adverse pt consequence.

Manufacturer narrative:
H4, 6. Info anticipated, but unavailable at this time.